Event description:
Our (B)(6) affiliate reports on, (B)(6) 2010, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Contacted them to report an adverse event. The pt reported having experienced discomfort in the right eye since mid (B)(6) 2010. The pt reported presenting to an eye clinic (B)(6) 2010, being diagnosed with a corneal ulcer od, instructed to d/c cl wear and treated with cravit drops, hyalein drops and tarivid eye ointment. The pt reported returning to the clinic for f/u mid (B)(6) 2010 and at that time the "symptom was improving." On (B)(6) 2010, the treating doctor was contacted to obtain additional info; however, the doctor would not provide any info without the pt's consent. On (B)(6) 2010, the (B)(6) affiliate obtained the pt's consent to release the medical info and is attempting to make an appointment to have an interview with the treating doctor. The product in question had been requested for return for eval but has not been received. A lot history indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product was produced under normal conditions. Based on the limited info available, no further investigation can be conducted at this time. Because a corneal ulcer may or may not be a serious reportable injury, this event is being reported worse case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.